Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. The patient was in an episode of supra ventricular tachycardia (svt) and the wavelet did not withhold therapy, however it was due to the noise that wavelet resulted in poor match scores and an inappropriate shock. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.